Event description:
It was reported that the patient had an infection around the device pocket area. The implantable cardioverter defibrillator (ICD) was removed. It was further reported that the physician noted the device can was hot after it had been removed approximately five to ten minutes from the device pocket (patient). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found. The returned device found a loose/detached set screw.

Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same brand as a device marketed in the u.s. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.